Manufacturer narrative:
Concomitant medical products: 305u223 aortic valve implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored episodes of electromagnetic interference were observed on the cardiac resynchronization therapy defibrillator (crt-d). The current electrogram was free of such interference. The device remains in use. No patient complications have been reported as a result of this event.